Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).

Event description:
The procedure was being performed on a calcified mid-sfa 10cm total occlusion. Multiple wires and balloon combinations were used to get across in a sub-intimal manner. The enteer balloon was advanced through the sub-intimal plane. When the physician began to insulate the balloon it would not gain any pressure and appeared to be leaking into the sub-intimal plane. Another enteer was proposed, but due to the length of the procedure and contrast concerns, the physician opted to bring the patient back at a later date for further treatment. In addition to the issue with the enteer balloon, the enteer guidewire did not pass easily when it was inserted. It may have kinked while advancing through the issue with the enteer balloon. No injury to the patient reported. Evaluation of the returned device found biological material within the balloon and catheter lumen. A longitudinal tear was observed. Please reference MDR 2183870-2015-00308 for the enteer guidewire used in this procedure.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.